Manufacturer narrative:
The t:slim g4 cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Customer uses cold insulin to load cartridges. Customer¿s blood glucose was 59-84 mg/dl. Multiple attempts were made by tandem technical support to follow up with customer; all unsuccessful.